Manufacturer narrative:
(B)(4). The device was received and evaluated. Review of the device logs revealed a drain/ultrafiltration volume meeting pediatric increased intraperitoneal volume (iipv) criteria on (B)(4) 2010 in cycle 2 the user had an ultrafiltration (uf) of 117 ml (est. Drain volume 447 ml). This volume was greater than 130% of the largest prescribed fill volume of 330 ml and met pediatric iipv criteria. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or the iipv found in the device logs. The assignable cause of the pediatric iipv was determined to be: insufficient drain one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of iipv. The device met specifications baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 2. The programmed fill volume was 330ml and the ultrafiltration (uf) was 117ml. This uf meets baxter's iipv criteria. No patient injury or medical intervention was reported. No additional information is available.